Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the charging issues were resolved and the replacement equipment was operating as needed. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger; product ID: 37761, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 97754, serial/lot #: (B)(4), UDI#: (B)(4); product ID: 37761, serial/lot #: (B)(4). Device available for evaluation? Desktop charger (serial # (B)(4)) returned on 2019-04-03. Recharger (serial # (B)(4)) returned on 2019-03-29. Device evaluated by MFR? Analysis of the desktop charger ((B)(4)) found the cable assembly had broken connector pins. Analysis of the recharger (serial # (B)(4)) found the connector's connector pin was bent. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that when the recharger was plugged into the wall the desktop charger green light was on and the connector pin seemed secure, however the screen remained blank as it wouldn't power on. They were unable to charge the ins. The last time they had charged was a week prior. The patient programmer showed to charge the ins, but they were unable to bypass the screen. It was reviewed that the current status on the patient programmer indicated the patient would still be able to charge the ins. The patient further reported that they had the device implanted for headaches and the right side was under control, but the left side needed more programming to go higher. The patient programmer showed low ins battery. The patient's headaches had been severe. It was further reported that the patient received a replacement recharger and it worked great, but when they plugged it in to charge it wouldn't register that it was charging, so there was a possible broken connector. No further complications were reported or anticipated.